Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During inspection, it was found that the nozzle was clogging with much fluff which could not be taken out. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had no water supply. There is unknown foreign matter in the nozzle, which cannot be removed during preparation for use. The facility finished the procedure with another device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "inspection of the air-feeding function inspection of the objective lens cleaning function." Olympus will continue to monitor the field performance of this device.